Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the battery compartment was found to be cracked. The display screen was dim and discolored during testing. In addition to these issues, the audio bolus button cover was missing from the pump. The button¿s responsiveness could not be tested. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a display issue. This report is made based on results of investigation completed on (B)(6) 2015.